Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, two (2) auto-adjusting drive adaptor broke during surgery, two (2) screwdrivers stripped during a process of screw, the screw interlock with the screw head and was stripped., and two (2) reaming rod push rod 2.5mm shaft broke off. The procedure was successfully completed with surgical delay of 5 minutes. There were no fragments generated. There was patient consequence reported. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity: 1). This complaint involves six (6) devices. This report involves one (1) star/hex drive screwdriver shaft t25 3.5mm hex/slf-retain 165mm. This report is 1 of 4 for (B)(4).